Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this left ventricular (lv) lead was explanted after being in service for less than eight months, and replaced with a lead of the same model. No additional adverse patient effects were reported.